Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) needs maintenance.

Manufacturer narrative:
Updated fields: b4,b5,d9,e1(initial reporter),e2,e3,g3,g6,h2,h3,h6(type of investigation, investigation findings,health effect ¿ clinical code, health effect ¿ impact codes ,investigation conclusion), h11. A getinge field service engineer (fse) resetted maintenance message, functional tests with positive outcome. Repair completed. Functional tests performed with positive outcome.

Event description:
It was reported that during routine check found that the cardiosave intra-aortic balloon pump (iabp) posted maybe needs maintenance. No patient involvement and no harm reported.